Event description:
The user facility reported that an employee initiated a processing cycle on the system 1e processor and the cycle faulted. Upon opening the processor lid, the employee experienced irritation in her eyes and nose. The operator irrigated her nose with saline solution and returned to work.

Event description:
The user facility reported that an employee initiated a processing cycle on the system 1e processor and the cycle faulted for a 'temperature under 43 degrees processor fault alarm. Upon opening the processor lid, the employee experienced irritation in her eyes and nose. There were no procedural delays or cancellations. The operator irrigated her nose with saline solution and returned to work; no additional medical treatment was sought.

Manufacturer narrative:
Investigation of this event is in progress, a follow-up report will be filed once additional information becomes available.

Manufacturer narrative:
A steris service technician inspected the system 1e processor and ran 20 test cycles; all of which failed for 'temperature under 43 degrees processor fault alarm. The technician measured the user facility's incoming water temperature to be out of specification at 41.5 degrees c. The technician found the user facility's hot water boiler was out of calibration and was the cause of the processor fault alarms; the user facility has reportedly addressed their hot water temperature by calibrating the hot water boiler. The steris service technician received no irritation and did not note any unusual odors during his inspection and 20 test cycles. The employee received reported inhalation irritation upon opening the system 1e processor lid. The operator manual states: pp 1-2 "high concentrations of peracetic acid vapor will cause lacrimation and irritate the nose, throat, and lungs." "Persons who are asthmatics may be more sensitive to the effects of inhaled peracetic acid vapors."